Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (B)(4) was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement . Strut 1 and 2 on the distal end of stent pushed, squashed in a proximal direction. Struts 3 to 5 were deformed and squashed. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 13dec2016. It was reported that shaft kink occurred. The target lesion was located in the very tortuous and calcified left anterior descending (lad) artery. A 3.00x20mm promus element¿ plus stent was advanced to treat the lesion. However, it was noted that the shaft of the stent got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.